Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken yaw pulley. Intuitive motion was not being experienced upon manual input of the disk knobs because of the physical damage. The yaw pulley was missing a piece approximately 0.16 x 0.08 that was not returned with the instrument. The known common cause of this failure is mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it is unknown if any fragment(s) from the fenestrated bipolar forceps (fbf) instrument fell inside the patient and were retained. However, there is no indication that a malfunction of the fbp instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the fenestrated bipolar forceps instrument insulator was found to be broken. It is unknown if any fragment(s) of the instrument was retained inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On 11/08/2017, isi contacted the initial reporter and obtained the following additional information regarding the reported event: the surgeon observed the broken insulation during the procedure but the instrument was not inspected prior to use. No intraoperative collisions occurred. It was unknown if any fragment(s) fell into the patient. An x-ray was performed but no fragments were observed. The patient has not returned to the hospital with any post-operative complications.